Manufacturer narrative:
A1-a6) only patient information available was the patient's age. D4) model number is xeridiem part number; catalog number is exclusive distributor (boston scientific) part number which appears on the label. G3) MDR filed based on retrospective complaint review done in october 2023; this report is for xeridiem complaint number (B)(4). H3) device has not been evaluated because it has not been returned. Therefore, the allegation of bolster movement causing stoma infection cannot be confirmed. Nothing in reviewed production records for lot indicated any potential issue that could cause the alleged problem. H6) codes chosen based on reported information and complaint investigation; since device was not returned and investigation did not find evidence of a bolster issue, the alleged problem could not be confirmed.

Event description:
The device has been used for artificial feeding. The device bolster which should avoid the continuous friction of the gastrotube within the stoma is ineffective because it does not keep the position. The rubbing of the tube caused a local stoma infection. Patient involved, age 94. Devices involved: 5; this report is for one of the five devices.